Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that the gum around the bottom left second to last tooth getting inflamed. The tooth started to hurt and patient stopped wearing their bottom aligner. The crown came off the tooth and there is a foul smell. They are having same issue with tooth on the patient reported that the gum around the bottom left second to last tooth getting inflamed. The tooth started to hurt and patient stopped wearing their bottom aligner. The crown came off the tooth and there is a foul smell. They are having same issue with tooth on the upper left. Patient reported that they were seen by their dentist and their tooth is infected. They will be seen by an oral surgeon to have the tooth extracted. They were also started on antibiotics and was recommended that they wear the top aligner only for now. Patient updated, the tooth broke in half before the appointment with the oral surgeon. The remaining parts of the tooth were extracted and a bone graft done. Requested letter of diagnostic from dentist/specialist and additional information to evaluate fit of aligners. Upper left. Patient reported that they were seen by their dentist and their tooth is infected. They will be seen by an oral surgeon to have the tooth extracted. They were also started on antibiotics and was recommended that they wear the top aligner only for now. Patient updated, the tooth broke in half before the appointment with the oral surgeon. The remaining parts of the tooth were extracted and a bone graft done. Requested letter of diagnostic from dentist/specialist and additional information to evaluate fit of aligners.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.